Manufacturer narrative:
Results are based on user facility information and the returned sample evaluation; is based on quality record and reserve sample evaluation. Conclusions is based on user facility information and the returned sample evaluation. Examination of the returned sample confirmed that the side-tube had been separated from the sheath housing. The appearance of the sample confirmed the tubing had been fully inserted and bonded to the housing. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. Evaluation of reserve samples did not reveal any defects or malfunctions. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that there was 1 other report for this lot from the same user facility (both were reported during the same communication). While the cause of the reported event cannot be definitively determined based on the available information, the event description and returned sample appearance are consistent with over-pressurization of the tubing during injection of the contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that, the side-tube detached from the main housing of the introducer sheath during an av fistula procedure. The side-tube was re-attached and then held in place using hemostats. Reportedly, there was no implact to the patient and the procedure was completed successfully.